Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. Transseptal puncture (tsp) was being performed with a versacross connect. Tsp was low and the physician was dilating the septum preparing to get the 4d intracardiac echocardiography (ice) into the left atrium. The physician was experiencing a lot of difficulty getting the sheath over. The physician dilated the septum with just the 12f dilator, used the versacross large access dilator, then went back with the versacross connect through the watchman trusteer. The physician re-performed tsp at a higher location as difficulty was still experienced in trying to get the sheath crossed. After tsp, the sheath went across easily as did the ice catheter. A 27mm watchman closure device was inserted and deployed. Transesophageal echocardiogram (tee) was utilized during assessment of release criteria. During this time, the patient's pressure was dropping, and a large pericardial effusion was observed on tee in the right ventricle. The decision was made to recapture the closure device and perform a pericardiocentesis where 350ml was drained. The patient remained stable overnight and was discharged the next day. The physician suspects the pe occurred during tsp. The future plan for treatment is to re-attempt laac after obtaining computed tomography angiography (cta) for better imaging.